Event description:
The account alleges that the brakes would engage, but did not hold.

Manufacturer narrative:
The technician replaced the left head brake floor lock, and the right head brake floor lock, which resolved issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.